Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported for wife via phone call for partial display. The customer¿s blood glucose was 190 mg/dl. Customer stated that lcd screen is black and won¿t read out. Customer reported that insulin pump lcd screen displayed markings on it and looks like something happened. Customer reported that when putting batteries into the pump it only shows the marking and can¿t do anything. Customer reported that patient was in the hospital for 39 days due to kidney failure. Customer reported that insulin pump off for 2 week. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit received with missing segments/partial display due to cracked and bleeding lcd glass, unable to perform self-test and displacement test due to missing segments/partial display.